Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further evaluation of the system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shock impedance measurement of 125 ohms. No adverse patient effects were reported.